Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of tissue damage, as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported single leaflet device attachment (slda) and difficulty grasping appear to be related to patient morphology/pathology due to frail leaflets. The reported patient effect of tissue damage was also due to the frail leaflets and; thus, the patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), resulting in a leaflet tear. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1. On an early date in (B)(6) 2017, the patient presented with increased mr with a grade of 4, due to progression of disease. On (B)(6) 2017, a second mitraclip procedure was performed. The initial clips were confirmed to be stable on the leaflets. The first clip delivery system (cds) was advanced to the mitral valve. Grasping was difficult due to the anatomy. After leaflet insertion was confirmed, the clip was deployed. 30 seconds post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda), and the posterior leaflet was torn. It was believed that this was due to the leaflet frailty. No further clips were attempted. The patient was confirmed to be stable. Further treatment will be discussed at a later time. No additional information was provided.